Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had the vibrating issue and green circle. The blood glucose at the time of the incident was 89 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. The device passed self test and displacement test. No display anomalies noted including flashing white display or missing segments and partial display anomalies noted. The device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and the device display the programmed valued properly on the display graph. No sensor or calibration anomalies were noted.